Event description:
A customer contacted gambro to have the phoenix machine inspected following a patient death. According to the unit director, it is their policy to have the machine inspected following a death. The unit director stated that there were no alarms or any problems with the phoenix machine prior to the event. The cause of the event was reported to be "heart troubles"; no additional information was provided. The phoenix machine was inspected by a gambro technical services representative and it was found to be operating within manufacturer specifications. The cartridge blood tubing set involved in this incident was discarded, therefore, was not available for investigation.

Manufacturer narrative:
The blood tubing set involved in this incident was discarded and, therefore, was not available for investigation. Gambro identified the lot numbers of the last 3 shipments of blood tubing sets sent to this customer (1000010502, 1000012148 and 1000012907). Functional, dimensional and leak tests and visual inspection were performed on 45 samples from those lots. There were no failures or defects found in any of the samples tested.